Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the power distribution unit (pdu) fan tray along with the dc power supply (dcps) and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found that the pdu (power distribution unit) fan tray along with dcps (digitally controlled power supply) was defective and identified that there was no 24v power input and the fan was not running. The fse replaced the pdu fan tray and dcps. The defective pdu fan tray and dcps was returned for part analysis. The analysis confirmed the malfunction and identified that the root cause was a defective 24v power supply. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.